Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified vessel. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During pullback, the image was completely black. It was noted that during the preparation flush, some air remained. The procedure was completed with another of the same device. There were no patient complications.